Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. Should the sample and/or additional information be received, a follow-up report will be submitted.

Event description:
Baxter (B)(4) received a report that an intermate had a reservoir rupture at the end of infusion. The device was filled with a 100ml solution of fortum in saline. This condition interrupted therapy. There was a report of patient pain at the level of the catheter associated with this event. There was patient involvement, and a report of pain at the level of the catheter, however there was no other medical intervention or adverse reaction associated with this event. No additional information is available.